Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5. E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets of the box sticking to each other on 30-apr-2025. No further information available.